Event description:
It was reported that the right ventricular (rv) lead had high impedance, high threshold, and possible fracture. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned, but clinical data from the device was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On 2014-(B)(4), right ventricular (rv) pacing impedance measured 3002 ohms. The trend gradually increased from the lowest measurement of 530 ohms. Analysis of the device memory indicated pacing capture threshold in the rv was elevated. Rv capture threshold increased at the beginning of 2014-(B)(4), measuring greater than 2.5 v.